Manufacturer narrative:
The haemonetics depot repair technician completed the device evaluation. A fluid spill was observed. Dried blood was found in the power supply, on the centrifuge, centrifuge mount, distribution pcba, top deck, cables and tubes. Greasy amber-colored contaminant was found under the centrifuge chuck. The device was decontaminated and cleaned as necessary. No burning or carbonization was noted. The power supply, distribution pcba, and cables were replaced. The device was repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
On (B)(6) 2016, haemonetics opened a service report for an orthopat being returned for underutilization. There was no complaint against the device. On (B)(6) 2016 the haemonetics depot repair technician opened the device and a fluid spill was found which ingressed into the power supply. A complaint was then opened for the event.